Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7230496.

Event description:
It was reported that the patient experienced severe pain at the lead insertion site following a trial procedure. The physician believed that the device or procedure contributed to the patients pain. The patient underwent an early lead pull procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.